Event description:
A customer reported that their freestyle freedom blood glucose monitor would not turn on when a test strip was inserted, and as a result the customer could not monitor their glucose properly. He did not take his regular dosage of novolog insulin, and he reported that his vision became blurry. He drove himself to a local hosp where he was diagnosed with hyperglycemia, and 10 mg of novolog insulin was administered to him in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.